Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to rite - ground bond failure: measurement 0.106 ohm (specification 0.001 - 0.100 ohm). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). The device was evaluated by the product analysis lab (pal) and the assignable cause was undetermined. Not enough evidence was available to make a determination. Device was sent to service.